Event description:
It was reported that the patient had his artificial urinary sphincter removed due to erosion. The erosion occurred due to an attempt to insert a catheter into the patient's urethra during orthopedic surgery, but the artificial urinary sphincter had not been deactivated first. The urethra was therefore damaged and eventually the cuff eroded into the urethra.. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted later on (B)(6) 2019. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.